Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device malfunctioned intra-operative. Device was not implanted/explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, an operation for femoral trochanter fracture using the tfna system was performed. The surgeon attempted to use the blade with a hammer while reducing it with his left hand, feeling that this blade hit something after passing through the nail, which resulted in failure of insertion of the blade. Several attempts were made to insert the blade, considering that this was caused by either loosening the screw or bending the guidewire due to the reduction, but attempts were unsuccessful. Although the blade could not be pulled out and the inserter handle was hit with the hammer, it was possible to remove the blade with a removal tool through the sleeve by sliding back. Finally, the operation was completed by replacing the nail with another nail size (04.037.142s). The operation was delayed by twenty minutes and there were no adverse consequences for the patient. The surgeon noted that this event could be caused because the locking mechanism of this nail was out of position. This report is for one (1) 11mm/130 deg ti cann tfna 170mm ¿ sterile. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Manufacturing location: monument manufacturing date: 21-feb-2017 expiration date: 01-feb-2027 part #: 04.037.042s, lot#: h298582 (sterile) - 10mm/130 deg ti cann tfna 170mm - sterile. Quantity 6. Component parts reviewed: part 04.037.942.2 - lock prong, 130 degree, tfna bp-55 lot - l260837 part 04.037.912.4 - wave spring, shim ended bp-55 lot - h089458 part 04.037.912.3 - tfna lock drive bp-58 lot - h238577(4), h255481(2) part 21127 - raw material lot bp-80 lot - h145470. Raw material received from supplier perryman company. Certified test report received from perryman for titanium and certificate of analysis received from metalwerks pmd, inc. Meet specification. Raw material receiving/putaway checklist meet requirements. Inspection sheet for in-process/inspect dimensional/final and inspection sheet for tfna assembly inspection met inspection acceptance criteria. The planned nc was created on 24-jan-2017 for non conformance procedure. This planned nc will be in effect from jan. 24, 2017 until the all tfna inspection sheets have the notch depth item removed from their inspection sheets. This is not relevant to complaint condition of "nail breaking". Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ h3, h6: customer quality conducted an investigation of the returned device. The returned 10mm/130 degree ti cannulated tfna 170mm/left (04.037.042s) is a component of the titanium tfna system for intramedullary fixation of proximal femur fractures. The returned device was examined and no defects or deficiencies were identified which may have contributed to the reported complaint condition of device interaction (2+ devices): will not assemble. No witness marks consistent with helical blade contact were noted on the proximal locking hole and the locking mechanism was found to be intact and without damage. The impacted helical blade was not returned, as such the complaint condition was unable to be replicated. The complaint related to the tfna nail is unconfirmed. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level and nail. The design, materials and finishing processes were found to be appropriate for the intended use of this device. The proximal locking hole was measured at 10.6mm which is within the specification of 10.58-63mm. A device history review, including material review, was performed for the returned implant¿s lot number and no complaint-related issues were identified with the lot number which may have contributed to the complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.